Manufacturer narrative:
Additional product code: hwc (B)(4). Date of implant reported as 2014 complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: 04.032.090s, lot#: 7462006 (sterile) - 11.0mm ti troch fixation nail screw/90mm - sterile. Quantity 12. Inspection sheet for in-process inspection /final inspection met inspection acceptance criteria. Component parts reviewed: (B)(4)- raw material lot - 7237334 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: (B)(4) manufacturing date: 05-sep-2013 expiration date: 31-jul-2023 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a short trochanteric fixation nail (tfn), tfn lag screw, and 5.0 locking screw were removed on (B)(6) 2017 due to malunion. The existing hardware needed to be removed prior to total hip procedure. The patient will be revised to a competitor's devices. The hardware was removed without incident and all intact. The hardware was originally implanted in 2014 due to an intertrochanteric fracture. The surgery was completed successfully with no delay. The patient was stable following the procedure. This report is for one (1) 11.0mm tfn screw this is report 2 of 3 for (B)(4).